Manufacturer narrative:
Received 1 set of 2 used arcticgel pads only. The torso pads were not returned for evaluation. Visual inspection noted that the energy connectors on the left and right thigh pads were deformed. No other irregularities or obvious defects were found. A functional evaluation was performed via a flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left thigh pad: the flow was never stabilized due to the energy connector being damaged causing air leakage. Right thigh pad: the flow was never stabilized due to the energy connector being damaged causing air leakage. According to the test method the flow rate on the left and right thigh pads never stabilized because the energy connector were damaged (deformed) causing air leakage. The complaint was confirmed with an unknown root cause. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving a low flow. Therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed with the new set of pads without any further issues.